Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine and fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that for the last 3 weeks or so, off and on, they have been getting a message on their handset that says to wait or close when trying to connect to their pump. The patient stated that they were not getting any results from the bolus. The agent reviewed considerations and reviewed how to clear data from the application. The patient was able to successfully connect to the pump and deliver a bolus during the call. The patient confirmed that the connection was much more efficient, and they were able to bolus. The patient was redirected to their healthcare provider to further discuss their bolus relief. The patient stated they were still in the titration phase for programming the pump. 2025-03-25 (B)(4) (con): additional information was received from a consumer (con) stated that they saw the message that says the ¿application isn't responding and asks wait or close.¿ the agent walked the patient through the steps in the attached ka and the patient will continue to "monitor then" call back if message persists.